Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon was inserting a 12.1mm vicmo12.1 implantable collamer lens, -10.50 diopter, into the patients left eye (os) and the lens was torn. The lens was replaced with a longer lens and the problem was resolved. Cause of the event was unknown. Additional information has been requested but none has been forthcoming.